Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller stated that the customer's friends could not get a hold of her; she might have been sick before passing. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or if one was worn at the time of death. The caller wants to return the insulin pump for analysis. No further information is available at this time.